Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction could not be confirmed as no images were submitted for review, and the device remains in use. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the reported alarms could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-040077, and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured the pump operating as intended. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including hemolysis, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Further, section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 of the IFU, ¿patient care and management¿, provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h9: field action number fa-q124-hf-1. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been having low flows and experiencing dizziness. A computed tomography angiography (cta) was completed. It was shown the patient's heart redemonstrated cardiomegaly without pericardial effusion. The coronary artery had similar positioning and orientation of the left ventricular assist device (lvad) of the left ventricular apex. There was an eccentric thrombus within the proximal aspect outflow graft of the ventricular assist device (vad), resulting in 50% more or less luminal narrowing (404:243). There was no significant graft kinking. The aortic-graft anastomosis appeared to be patent. The eccentric thrombus within the proximal aspect of the lvad outflow graft, resulted in an up to moderate grade narrowing. Lactate dehydrogenase (ldh) was 456 on (B)(6) 2025 and was 239 on (B)(6) 2025. The event log files captured persistent pulsatility index (pi) events throughout the log files which shortened the data capture to just a few hours. There were no low flow events noted in the log files. Flow estimates did appear low (low 3 lpm) for a fixed speed of 5200 rpm, potentially from the cta findings. It was planned on (B)(6) 2025 for a transesophageal echocardiogram (tee) to be done on (B)(6) 2025 to check for flow velocities and a right heart catheterization (rhc). From the tee results, it was said the anticoagulation goal was 1.8-2.5 due to bleed history. Last month, the patient was at 1.75-9. The apical ventricular assist device (vad) cannula was visualized with laminar inflow on color doppler. The aortic valve was opening sporadically. There was no thrombus seen on vad cannula and the patient had mild aortic valve regurgitation. With increase in rpm, the flow increased. 800 ml of fluid given during tee with slight increase in flow. The patient's pi came down with fluid administration. The patient also had a reduced left ventricular ejection fraction. There was equal inflow and outflow tract flow and the doppler velocity through the cannula did not indicate obstruction. From the rhc results, it was said there was severe intravascular volume depletion. The patient was discharged home. MFR# 2916596-2025-06484 (bleeding history).

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.